Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Receiver was charged and would perpetually boot up. Global receiver tool sound test was performed and passed. Functional testing and data download were unable to be performed due to the perpetual rebooting; therefore the receiver case was opened to download data log directly from the ui pcba board. A speaker resistance test was performed and passed.the device was determined to be operating within the required specifications without malfunction. The reported event of intermittent audio output could not be confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported intermittent audio output could not be confirmed. A root cause could not be determined.